Event description:
Update was received that the patient did not feel any discomfort from the stimulation, and that the explant was for patient comfort only.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent an explant due to feeling stimulation even on low parameters. It was noted that prior to the explant the device was also disabled. All diagnostics were seen within normal limits. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed.